Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the pph03 device arrived with the knife was slightly damaged, the breakaway washer was present and with an off-center cut. The device was reloaded with staples and the device was tested for functionality and it fired. The staple line was complete; however, the washer cut was not a perfect circle due to the damaged knife. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5d66x. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information was requested, and the following was received: a manufacturing record evaluation was performed for the lot/batch # provided, t93415, was reviewed to verify the product code pph03. Upon review, it was determined that the product code does not correlate to the batch/lot. The provided batch/lot number correlates to product code d30994g01. Could you please provide the correct batch/lot number? Lot # t93y15. What degree of hemorrhoids did the patient have? Unknown. Could you please provide more details for "the device misfired"? What confirmation was received that the device was fully fired? Na. Where within the gap setting scale was the orange indicator prior to firing? Na. Did the device cut? Unknown. Not provided by staff/surgeon. If the device cut was the cut line fully circumferential around the target tissue? Unknown. Not provided by staff/surgeon. Did the device staple? Unknown. Not provided by staff/surgeon. Was the staple line complete? Unknown. Not provided by staff/surgeon. Were there any staples missing from the staple line? Unknown. Not provided by staff/surgeon. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure the device misfired and the staple line did not correctly seal. A similar device was used to complete the case with no patient consequences.